Event description:
It was reported that a malfunction occurred on the pump. There was no adverse impact to the customer¿s blood glucose level. Technical support provided the customer with information to reset the pump and assisted in doing so. The malfunction did not recur after the reset, and the customer was instructed to continue using the pump and to call back if any further malfunctions occur.